Event description:
It was reported that the patient with this rv lead experienced an infection. A revision procedure was performed where the associated device was explanted and this rv lead remains capped. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).